Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the cutter insertion assessment and the tip was drilled and bent. Therefore, the reported condition was confirmed. It was further noted that the bearings are worn out and loose creating a situation where the cutter is not able to be inserted. It was noted that this is because the bearings are no longer in axial alignment not allowing the cutter to pass through. It was further noted that the failure was caused by worn out bearings. The issue with the bearings is consistent with normal wear over time. The issue with the drilled and bent tip is consistent with failure to follow the directions for use. When the burr is improperly loaded into the attachment and then installed onto the drill, the burr does not seat properly in the locking chamber. The attachment can be forced into position which places the distal tip of the burr in compression. At this point, the tip of the burr is in direct contact with the neuro tip of the attachment. When the drill is started, the burr drills into or through the neuro tip. The assignable root cause was determined to be wear from normal use and servicing and user error/misuse/abuse. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was observed that the craniotome device had a drilled and bent tip. It was further observed that a cutter device could not be inserted into the craniotome device. The event was not related to surgery. There was no patient involvement reported. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.